Manufacturer narrative:
The product was returned and evaluated. It was determined that the cannula had not fired due to interference from a misaligned component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that high bg's (up to 400mg/dl) with large ketones were experienced within the first day of pod wear. Because of the high bg's, the pod was removed; upon removing the pod, her husband noticed that the needle was still extended and that there was no cannula. A new pod was placed and the suspect device will be returned for evaluation.